Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant as the helix would not deploy. There were 40 turns attempted with no helix extension success. In addition, the impedances were noted to be elevated around 1200-1400 ohms. When the ra lead was removed, there was tissue noted in the housing unit. The ra lead was returned for analysis and a new lead was successfully placed. No adverse patient effects were reported.